Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received lap-band system with access port ii, taper ii. Green sutures were observed on the port holes. Brown matter was observed to be attached to the sutures along with five port holes. Brown particles and fibers were noted on the port and port base. The band ring and shell were noted to be discolored, and were light brown in appearance. Brown particulate matter was noted on the ring, shell, buckle, and belt. The band was separated from the port at the port tubing near the taper. The buckle was noted to be partially separated. Blue particles were noted on the inner surface of the shell near the shell/belt junction. A port leak test was performed, and no leakage was noted. The brown matter was removed from the sutures and port holes and disposed of in biohazardous waste. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and no leakage was noted. Under microscopic analysis, both ends of the buckle separation had sharp edges, consistent with damage from a surgical tool. Also under microscopic analysis, both ends of the port tubing, one attached to the access port and the other attached to the band tubing through ss connector were noted to have a surgical end cut, consistent with removal of the device.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, a visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Deflation of the band may alleviate excessively rapid weight loss. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient had their entire lap-band system removed and replaced due to "unable to find restriction after fills. Recent weight gain due to a leak in lab-band device." Physician was unable to find the exact point of the leak, therefore removed the entire system and replaced.